Event description:
The customer reported that the insulin pump alarmed motor error, and the device alarmed during the priming. The blood glucose reading was 490mg/dl. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had an error, and the device also alarmed motor error during the basic occlusion test as a result of a loose drive support disk. However, the insulin pump passed the displacement test.